Manufacturer narrative:
D10 concomitant products: cagenhp, hp ablation gen cagenhp (serial#: (B)(6), capump1 ablation pump x1 (serial#: (B)(6) ca190rc1 ablation reusable cable x1 (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a liver ablation procedure, the generator and pump appeared to be working intermittently. According to the physician, the nurse initially experienced difficulty connecting the antenna to the reusable cable prior to the case, but was eventually able to connect and get the device functioning. During the procedure, the physician noted that the vibrations typically felt in the handle of the antenna were cutting in and out intermittently, suggesting intermittent pump function. The physician was unable to observe the generator for alerts during the procedure and was not informed of any alerts by the nurse. The ablation was completed, and post-procedure imaging identified bleeding along the ablation track. As a result, the patient required a prolonged hospital stay for monitoring due to the bleeding, but was reported to be recovering well. No interventions were performed for the bleeding.